Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call was not sending a signal. The bed was located at the account in room 333. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the communication cable being disconnected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the communication cable to resolve the issue. Based on this information, no further action is required.